Event description:
It was reported to philips that system would not boot up completely. The device was inside clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the customer was performing a diagnosis, and the customer moved the patient to another philips cath lab to start and complete the procedure. The philips field service engineer (fse) inspected the system on-site and confirmed that the flex vision monitor would not turn on. The fse reviewed the log file and observed the led on the back of the suite pc indicating an issue with the suite pc booting. Upon troubleshooting, the fse observed that the flex vision monitor in the room was black. To resolve the issue, the fse booted up the flex vision monitor independently of the rest of the system. Then, when the system was turned off and back on, the flex vision computer booted up as it should with the entire system. Afterward, the system was returned to good working order. The codes were updated based on the investigation outcome.